Event description:
Philips respironics dreamstation autocpap machine was recalled. Have been without use of CPAP machine for one and a half years. Diagnosed with osa, heart failure, heart valve disease, recurrent atrial fibrillation, mitral valve replacement. Have had to stop use of CPAP therapy. FDA safety report ID # (B)(4).